Event description:
"Patient was undergoing a radiofrequency ablation for a lesion - possible osteoid ostnoma proximal to the right femur.when removing the grounding pad from the left thigh,a full thickness skin burn was observed in the area of the patch.the patient was admitted to the burn unit for treatment." The procedure was done for a suspected osteoid osteoma of her right femur.the patient underwent a number of split thickness skin grafts and continues to receive treatment for the burn to date.ome pad was used during the ablation.